Event description:
During an in clinic follow-up, episodes of noise resulting in oversensing were observed on the right ventricular (rv) lead. No intervention has been performed at this time to resolve the event. The patient was stable and will continue to be monitored.